Manufacturer narrative:
Approximate age of the device - 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the customer suspected thrombus due to elevated lactate dehydrogenase (ldh) levels in the 600's u/l. The patient had a stroke a few weeks prior and at the time of that event, the patient's ldh was elevated as well (800's u/l). The patient underwent a pump exchange on (B)(6) 2018. Thrombus was visualized on the outlet stator. Additional information was requested but not provided.

Manufacturer narrative:
The pump was not returned as of (B)(6) 2018 for evaluation. A specific root cause of reports of device thrombus and stroke, as well as a specific cause for the elevated ldh, cannot be conclusively determined. The center reported that an initial visualization of the pump revealed a thrombus formation in the outlet stator. Multiple attempts for additional information were sent to the customer; however, none was provided. If the pump is returned, the complaint will be reopened and the device will be evaluated. The hm ii lvas IFU lists bleeding, stroke, hemolysis, and thrombus as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus, as well as how to respond to such events. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.